Manufacturer narrative:
This report is filed, march 7, 2016.

Event description:
Per the clinic, the patient sustained a head trauma resulting in an open wound and infection at the implanted site. Subsequently the device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report filed july 14, 2016.